Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed the plunger head was filled with contamination. Functional testing involved powering up the pump and checking and testing the force sensor. "Force sensor test" was found on power up and the force sensor values were stuck at zero. The investigation determined that the contamination (fluid ingression) in the plunger head was the cause of the reported issue. According to the investigation, this issue was confirmed and was a result of the customer's improper use of the device.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump failed force sensor testing. No adverse effects were reported.